Event description:
A model 754 ventilator failed to deliver correct rates during operation. The failure was caused by a defective rate pot. Medical intervention was required. No serious injury resulted.